Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood splatter was found during use with a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. This occurred on 10 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: some blood samples with the eclipse signal may contain small drops of blood in the holder.

Event description:
It was reported that blood splatter was found during use with a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. This occurred on 10 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from german to english: some blood samples with the eclipse signal may contain small drops of blood in the holder.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. H3 other text : see h.10.